Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a lost sensor alert. The customer's blood glucose reading was 400 mg/dl. The customer completed most troubleshooting and did not find any other problems. The customer declined to finish the remaining troubleshooting. The customer also declined high blood glucose level troubleshooting, and stated that her high reading was most likely due to her doctor adjusting her basal rates. Nothing was replaced or returned for analysis.